Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in poor performance, high impedance and sound quality issue. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.